Event description:
Pt complained of numbness left leg, hand, and foot after dorsal column stimulator implanted 2000 requiring readmission the following month with surgical procedure to remove stimulator.